Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. Upon evaluation the monitor failed a pulse test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.